Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; 1 event was not duplicated; however, the device was found to be outside of specification. One device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran-on. One reported event had no patient involvement; no patient impact.